Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the supply chain received the product from 9 wt hematology/oncology, which was broken at the sleeve. The customer believes there was patient involvement. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the supply chain received the product from 9 wt hematology/oncology, which was broken at the sleeve. The customer believes there was patient involvement. There was no patient harm.

Manufacturer narrative:
The customer¿s report of broken product was confirmed. Visual inspection observed that the tip of the male luer barb was broken off. Magnified inspection of the site of the damage indicated a stress break. Functional testing was not applicable due to the damage. The root cause of the damage/breakage of the male luer, including the inability to successfully disconnect, are the result of prolonged exposure of the luer and mated component to isopropyl alcohol while disinfecting, and/or an insufficient dry time allowed in between disinfection and connection of the set to its mated component. Not allowing a sufficient dry time prior to connection can fuse the two components and weaken the material.

Event description:
The customer reported that the supply chain received the product from 9 wt hematology/oncology, which was broken at the male luer at the distal end of the tubing. The customer believes there was patient involvement. There was no patient harm.